Manufacturer narrative:
(B)(6): the customer reported that they detected a normal fetal heart rate (fhr) whereas the baby had previously died in utero. The report is fully consistent with failure to verify fetal life before beginning to monitor and with placement of the ultrasound transducer so that the mother was monitored. Per the instructions for use (IFU), fetal life should be verified before monitoring and the ccv (cross channel verification) functions should be used to alert clinicians if maternal heartrate (hr) is detected instead of fetal heartrate (fhr). Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they detected a normal fetal heart rate (fhr) whereas the baby had previously died in utero.